Event description:
Caller reported aviva system blood glucose results, all mg/dl: 264 at 3:51 am, 85 at 3:54 am, 93 at 3:56 am, 91 at 4:04 am. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.